Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to experience inflamed knees and kidney cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused the patient to experience inflamed knees and kidney cancer. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external part of the device and found no mention of visual findings. The manufacturer visually inspected the device internally and found the dust/dirt contamination at the air inlet and on the blower casing/impellers was inconsistent with degraded sound abatement foam contamination, 0 blower hours, 0 therapy hours and 925.7 machine hours were logged. The presence of slight black contamination was found at the blower seal of the blower box, and it is consistent with the keratin contamination observed in (B)(6). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The risk tags ((B)(6) v20) associated with this failure mode include: infect01, irrit02. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and also confirms the presence of dust/dirt contamination in the air path. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in follow up report (2518422-2021-04560-1), now its corrected and updated in this report.